Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 260 mg/dl, and 48 mg/dl. It was reported that after changing the set blood glucose was 69 mg/dl. The insulin pump will not be returned for analysis.